Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer disconnected at the luer lock and the customer received a minimum fill message. Reportedly, the cartridge was filled with 190 units of insulin. The customer added an additional 100 units to the cartridge and was able to load the cartridge successfully. Then, the customer observed drops at the end of the luer lock. Then, the customer changed the tubing and was able to see drops coming out from the end of the tubing. The customer's blood glucose level was 206 mg/dl.